Manufacturer narrative:
The field service engineer could not determine a cause. A valve was cleaned. An instrument check was performed successfully. The customer ran controls and these were within range. The last calibration performed on 13-jul-2019 was ok. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 513 analyzer. The reporter also mentioned that they have been having to repeat controls repeatedly in order to get them to recover within range. The sample initially resulted with an hba1c value of 9.0 % and this value was reported outside of the laboratory. The physician questioned the result, so the sample was repeated, resulting with a value of 4.8 %. The hba1c reagent lot number was 34166401, with an expiration date of 31-oct-2019.